Event description:
It was reported that high impedance was found on the patient's vns. There was no known physical trauma or manipulation of the device that may have contributed to the high impedance other than the patient tapping the generator. Ap neck and chest x-ray were reviewed. The generator was located in the patient¿s upper left chest. The connector pin could not be seen coming through the second connector block. The filter feedthru wires were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance could not be determined based on the images provided. However, the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No relevant surgery to address the high impedance is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that surgery occurred to replace the lead, and that during the surgery lead pin reinsertion was performed and did not resolve the high impedance. The lead was then replaced. It was also reported that the patient's jugular vein was very close to the vagus nerve due to the patient's physiology, and that during the replacement surgery fibrosis was found to have formed between the lead and the patient's jugular vein. When the last electrode helical was removed from the nerve the scar tissue between the helical and the jugular vein created a small tear in the vein which led to bleeding. The vein was repaired and the patient reportedly recovered well after the surgery. The explanted lead was discarded per the explanting facility's policy and will not be returned. No additional or relevant information has been received to date.